Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a centpillar stem was reported. The event was confirmed. Method & results: product evaluation and results: the reported device was in-vivo for a period of 16 years. As per diovv document ¿the implants are designed to function as intended for at least ten years post-implantation under normal use conditions¿. Given the duration of implantation, interaction of various factors and longevity of the implant dependent on patient weight and level of activity, the device shall not require a material analysis as it has exceeded the expected life of the device." Clinician review: no medical records were provided for review with clinical consultant. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: it was reported that 'the neck broke off and became a revision.' The reported device was in-vivo for a period of 16 years. As per diovv document ¿the implants are designed to function as intended for at least ten years post-implantation under normal use conditions¿. Given the duration of implantation, interaction of various factors and longevity of the implant dependent on patient weight and level of activity, the device shall not require a material analysis as it has exceeded the expected life of the device." Additional information such as such as device details, pre and post operative x-rays, operative reports, histopathology reports, as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The neck broke off, wear, metallosis and became a revision.